Event description:
On (B)(6) 2011, this (B)(6) female underwent a total left hip arthroplasty under dr. (B)(6). A stryker rejuvenate modular stem and neck device was implanted. The patient became symptomatic with her hip and went to see dr. (B)(6). On (B)(6) 2013, a left hip aspiration was done and sent to pathology. On (B)(6) 2014, patient underwent revision of the left hip and had the stryker rejuvenate device explanted by dr. (B)(6) . Extensive debridement of the joint was done.